Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak is confirmed. This is consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be determined. No procedure related harms were identified. The final patient status was reported as discharged to home on postoperative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated, h6: investigation type codes: remove code 4118, h6: investigation finding codes: remove code 3233, h6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was being implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was reported that the final post implant image showed a type 1a endoleak and when ballooning was performed the endoleak appeared worse. The physician took a shot with a pigtail catheter from within the alto main body and found the graft was intact. The physician decided to end the procedure and to reevaluate the condition of the endoleak in a few weeks the patient was reported and doing great.